Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 07-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient reported pain and swelling in the left flank. Neurosurgery was consulted, discharge from unrelated hospitalization was postponed. The patient experienced more swelling in the left flank and it distended to their lower abdomen. The patient had pseudomeningocele due to a post-operative csf leak. Neurosurgery placed an aquacel dressing and the leak was oversewn at the lumbar wound rather than returning to the operating room. A blood patch was performed on (B)(6) 2024. The patient the underwent a bedside procedure of stitching her lumbar wound. The leak persisted. Neurosurgery re-stitched the wound. On (B)(6) 2025 a blood patch was repeated. A CT scan revealed the fluid collection improved. The patient was reported to be more comfortable and their wounds were healing well.